Manufacturer narrative:
Investigation summary: it was reported there was some plastic at the end of a needle. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a syringe with solution and a needle assembly connected to it. The needle assembly has the plastic shield. No defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 0281879. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ blunt fill needle contained foreign matter. The following information was provided by the initial reporter: "when the draw was complete the clinician noticed a foreign body on the end of the needle. "